Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and there was also t-wave oversensing (twos) noted on the right ventricular (rv) lead. Reprogramming was performed and both leads remain in use. No patient complications have been reported as a result of this event.